Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (12.5 mg/ml at 5.995 mg/day) and clonidine (62.5 mcg/ml at 29.977 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that a granuloma had formed at the tip of the catheter which was at t9. The onset date was unknown. The patient¿s symptom included lack of adequate pain relief. The granuloma was confirmed via an MRI done on (B)(6) 2019. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2019 at which time the granuloma and 3.7 cm of the catheter tip were removed. It was indicated that the catheter would not be replaced in the future. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.